Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow up, this pacemaker showed a remaining longevity of 1.5 years. The device had been implanted for 45 days, so premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed the device was depleting prematurely. There were no faults, resets, or erroneous lead impedance measurements; the root cause could not be determined with the device data and device replacement was recommended. Additionally, it was recommended to thoroughly assess the leads, or consider replacing them, as they could have become damaged. The right atrial (ra) lead was of interest as there was a shift in impedance that correlated to the increase in the device's power consumption. It was noted a procedure was scheduled for the following week; however, that procedure was cancelled as the patient did not agree to undergo a surgery at this time. No adverse patient effects were reported. The device and ra lead remain implanted and in service.